Event description:
It was reported that a patient presented to clinic for follow up with right ventricle (rv) lead noise. The noise was over sensed and had led to pacing inhibition. Additionally, the insulation of the rv lead was damaged. The rv lead was capped and replaced on 10 september 2025. The patient was stable throughout.